Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead displayed a high out of range pacing impedance measurement. No further information is available at this time. No adverse patient effects were reported. Additional information was received. A follow up visit was performed. Interrogation revealed measurements within normal limits. A decision was made to further monitor this device and lead.

Event description:
Further information was received. As there were further high out of range impedance measurements, it was thought there was insulation damage. A decision was made to replace this lead. A revision was performed. This lead was removed and replaced. Post replacement measurements were within normal limits. No return of product is intended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately (B)(6) months later, a further high out of range impedance measurement was reported. This was reported to the physician and will be further monitored.